Manufacturer narrative:
The primary reported complaint of the autopulse platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The potential root cause was due to a defective load cell. The autopulse platform was manufactured in 2018 and is 2 years old. The preventive maintenance for this platform was performed on march 2019. The secondary reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing. To remedy the issue, the driveshaft was rotated back to the home position. Upon visual inspection, no physical damage was observed. During functional testing, user advisory (ua) 07 and (ua) 45 error message displayed upon power on the device, thus confirming the reported complaint. When the resuscitation starts, the platform retracts the lifeband until the load sensing system detects a certain weight. If the load cells are defective, then the lifeband will not retract, resulting in (ua) 45 error. Review of the archive data indicated error message user advisory (ua) 07 on the customer reported event date. The load characterization check was performed and verified that both of the load cells are out of specification. The load cells were replaced to address the user advisory (ua) 07 error. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages. It is unknown when the reported issue occurred. No additional information was provided. No consequences or impact to patient.